Event description:
It was reported that a patient underwent an ophthalmic procedure in 2021 and suture was used. During the procedure, it was reported that in (B)(6) 2021, there were complaints in the pediatric ophthalmology society listserv about slipped muscles and that winding process was too tight, causing asymmetric and frayed fibers (paraphrased). No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. The following information was requested, but unavailable: what was being done when there was frayed fibers and winding process was too tight (removal from package / during passage through tissue )? Procedure and event date? Product code? Lot number? How many patient events are reported where suture fraying and winding process was too tight? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? No additional detail available. As per event description this is an administrator commenting that a surgeon commented that he saw on a national list serv that some other surgeon reported the experience.